Event description:
(B)(4). The dealer reported that the m91 power wheelchair joystick was displaying approximately nine flashes, and the unit was stopping without command. There was no patient injury reported.